Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). UDI: (B)(4).

Event description:
The irrigation speed was too high. Resorting on the patient been injected with high volume of liquid. Customer stated that there's patient consequences but he do not yet know what are they. No further information available. Email received from the customer on 05 june 2018 : the code product transmitted by the customer is 4850 which corresponds to the product 4580 fms duo+ pump/shaver combo -ns and not (B)(4) as it noticed in unity the customer reports that it occured an uncontrolled flow of the pump after 8 minutes during a surgery. This incident caused a compartment syndrome for the patient because of the water on the leg. The surgeon made an incision on the patient's leg to eliminate the water. Additional event information received from the customer 09 august 2018: patient data : male, date of birth : (B)(6). Date of the procedure : (B)(6) 2018, right knee arthroscopy due to an external meniscal injury. The duration of the procedure was 10 minutes without difficulties. The pump blocked on hyperpressure, the water caused a compartment syndrome, incision 5 cms. In the calf to eliminate the water with a drainage of the secretions no pain on the knee but pain on the calf due to the incision.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product complaint # (B)(4). Investigation summary: the device was received at the service center and evaluated. The reported complaint was not confirmed. Other defects were identified during repair such as tips and rubber feet worn out. Chamber holder twisted. Lower chassis damaged. Left and right lexan covers broken. The device was fully repaired. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. Device history lot: this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
The irrigation speed was too high. Resorting on the patient been injected with high volume of liquid. Customer stated that there's patient consequences but he do not yet know what are they. No further information available. Email received from the customer on (B)(6) 2018 : the code product transmitted by the customer is 4850 which corresponds to the product 4580 fms duo+ pump/shaver combo -ns and not 284002 as it noticed in unity. The customer reports that it occured an uncontrolled flow of the pump after 8 minutes during a surgery. This incident caused a compartment syndrome for the patient because of the water on the leg. The surgeon made an incision on the patient's leg to eliminate the water.